Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Functional analysis showed the light from subminiature a (sma) appeared distorted indicative of a fracture within the fiber connector. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. Based on the analysis results, it is likely that the connector may have developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The alleged aiming beam did not light up and laser could not fire event is confirmed based on the identified fracture within the fiber connector. According to the device instructions for use (IFU), immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. Care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. Take caution. In the event of no output energy, the laser fiber connector hub may be hot to touch.

Event description:
It was reported that during transurethral ureterolithotripsy, the aiming beam did not light up and the laser could not fire. The procedure was completed using another device. There were no patient complications. Analysis of the returned fiber identified a fracture within the connector.